Manufacturer narrative:
There has been a previous report received where this malfunction of a similar device resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Propex iq propex iq unit. Various electronic problem. No bluetooth connection (doesn't work).note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event, it was reported that when an x-smart iq handpiece did not properly auto-reverse during use; no injury resulted.